Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient got the elective replacement indicator (eri) symbol on their recharger and the battery was over 8 years old. The patient said there were no unusual circumstances that led to the issue, they just got the eri symbol and the recharger on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018. (B)(4) (con): information was received from the patient who was implanted with a neurostimulator for spinal cord stimulation - post lumbar laminectomy syndrome/ chronic low back pain. It was reported that an elective replacement indicator (eri) was seen. No allegation/dissatisfaction with neurostimulator (ins) longevity. Patient stated they were getting the front battery replaced a week from tomorrow and then a week later getting the other one replaced. Patient stated the ins implanted in the front went to eri a couple weeks ago and stated it was due to normal battery depletion. The patient stated that his back side battery suddenly malfunctioned. Patient stated his back battery involuntarily discharged and it malfunctioned. It was reported the patient had charged his ins up halfway and then the next morning it had completely discharged and gone dead. Patient stated they were in a lot of pain in their neck and shoulders that they haven't had in years. Patient stated this occurred on a sunday a couple weeks ago. Patient stated he was positive that he did not lose coupling boxes when he was charging and does not think he had lost coupling boxes and was sure it was half full, then depleted the next day. No further complications were reported/anticipated.